Manufacturer narrative:
Product complaint # (B)(4). This report is for an unk - cable/wire/part and lot numbers are unknown; UDI number is unknown. Without the specific part number the device history records review could not be completed; and the UDI number is unknown. Complainant part is not expected to be returned for manufacturer review. Investigation summary: product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable the investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, during an unknown procedure, variable angle condylar plate and one cable broke. It is unknown if there was surgical delay. Procedure outcome is unknown. No patient consequence. This complaint involves two (2) devices. This report is for one (1) unk - cable/wire. This report is 2 of 2 for (B)(4).